Manufacturer narrative:
Bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported while using an unspecified bd pivo catheter the catheter was defective. There was no report of patient impact. The following information was provided by the initial reporter: pivo only working about half the time.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd pivo catheter the catheter was defective. There was no report of patient impact. The following information was provided by the initial reporter: pivo only working about half the time.